Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Complaint pump returned for evaluation. Visual inspection found the left plunger case to be damaged.. Mechanical evaluation found the clutch halves to be worn. This was a result of normal wear as the pump is over 11 years old. Once replaced, pump passed all testing.